Event description:
V60 104398 was on patient, then vent turned off and displayed "failure". Patient desaturated, then bagged with 100% o2. Placed on new v60. Biomed reviewed device logs and noted a 100a error on the date of event. Device was allowed to run for 3 days with no unusual problems. Physical, internal, and external inspection showed nothing unusual. Philips technical support was consulted and they were aware of this error code being caused by a defective internal ribbon cable. Very few occurrences have been reported. Philips has a field correction available and will schedule a technician to perform the field correction. About 1 month later, the t field correction order was implemented by philips. Retrofit kit including da to mc cable and mc bracket installed. Performance was verified.